Manufacturer narrative:
This event was previously reported via asr on 24jun2019 (exemption number e2014015). This report is intended to be a follow up report to submit additional information received. Any additional information received will be submitted under this manufacturer report number. (B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that in (B)(6) 2017 the patient had experienced or was experiencing intestinal obstruction due to surgical adhesions to pelvic mass with internal volvulus and herniation around the mesh. The patient underwent enterectomy with primary anastomosis, reduction of internal hernia/volvulus, and removal of foreign body (pelvic mesh) under general anesthesia.